Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed, openings on the device. As per the investigation procedure: creases, deformation, particles, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, left side rupture. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported "small volume free fluid is seen along the lateral aspect of the left breast implant" via imaging report.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.